Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a damaged and defective battery cap. This report is made based on the results of an investigation completed on (B)(4) /2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2012, with the following findings: the battery cap height and width were below specifications. The cap had damage on top, near the slot and was difficult to remove, stuck, and had to be removed with a pliers. Grinding was observed while unscrewing the cap from the battery compartment. The battery cap contact is damaged and bent inward.